Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, flickering in the displayed image was due to deformation of cable unit and loss of water tightness was due to damage and cracked on cable unit, both traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited flickering in the displayed image and a loss of water tightness. There was no patient involvement.